Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that when firing the stapler, there was absolutely no resistance and there was bleeding on the pulmonary artery and around the staple lines. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig30ctavm tri 2.0 sig30ctavm 30 CT vsclr med 12mm - (lot#: n5g1409y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, the passage around the basal segmental pulmonary artery had good space. The pulmonary artery appeared normal size, with normal tissue quality. The 30 mm curved tip reload passed without resistance or tension. On firing the stapler, there was absolutely no resistance. After opening the stapler, there was bleeding on the pulmonary artery (patient and specimen side) from the stump ends and around the staple lines. Pressure was applied with a swab on a stick for 10 minutes, and the bleeding was stopped. The second branch of the pulmonary artery (segment 6 artery) was dissected and again had smooth passages, with no resistance and no bruising on the artery. A further 30 curved tip tan reload was used. The same feeling occurred on firing, and again bleeding occurred. The bleeding from this slightly smaller pa branch was more than from the larger branch. A hemostatic product was applied, followed by continuous pressure with a swab on a stick again. The bleeding stopped. A hemostatic patch was then applied over the stumps for security. The surgical time was extended by 30 minutes to press the pulmonary artery to stop bleeding on either side and then another 10 minutes. The blood loss was more than 500 cc.